Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The image acquisition system (ias) could not operate due to a defective motherboard of the ias computer, which was confirmed by the examination of the returned part. For this reason, as intended for such a case, the system switched to the so-called bypass fluoro mode and displayed a corresponding error message to the user. This mode, which is a mitigation of the problem, allows the system to continue producing limited imaging. Storage or further processing of data is not possible, and image quality is reduced. Such an error can only be eliminated by replacing the affected hardware. Therefore, the complete ias-pc, which includes the motherboard, was replaced by our regional service unit on site. After that, the system was running again as specified and the error mentioned in the complaint has not again been reported again. The spare parts consumption of the affected part was checked. A possible error accumulation or even a possible general error, which would require corrective measures of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, while system was in bypass mode, the imaging acquisition system (ias) went down and examination was not possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).